Event description:
During an atrial fibrillation procedure, insertion difficulties were noted requiring an additional puncture. During transseptal puncture with a non-abbott needle (merit), the needle was difficult to insert into the sheath. Another sheath and needle were used via an additional access site to complete the procedure no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported insertion difficulties and subsequent additional puncture site remain unknown.